Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and prolift was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2008 and mesh was implanted for bladder and colon problems. Since the procedure the patient has reported pain and sleepless nights. On (B)(6) 2015, the mesh was removed. Bladder, colon and vagina released from strangulation. After removal of the mesh, the patient is experiencing voiding without self-catheterizing, bladder nerve damage and pain. The patient was hospitalized again in december. Additional information was requested.